Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis and subsequent death due to sepsis. The cause of the breach in aseptic technique was further described as due to a touch contamination (no further detail was provided). The peritonitis was manifested by abdominal pain and the patient was hospitalized for the event. On unreported date(s), the patient began treatments for the peritonitis with intraperitoneal (ip) vancomycin, ip ceftazidime, and intravenous piperacillin-tazobactam (doses and frequencies were not reported). On an unreported date, the patient's pd catheter was removed. Two days after being admitted to the hospital, the patient began hemodialysis (hd) therapy. Subsequently, four days after being admitted to the hospital, the patient passed away in the hospital due to sepsis. The cause of the sepsis was the peritonitis. Hd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.